Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01658. This report is being submitted as additional information. The referenced suspected internal short-to-shield was reported under medwatch MFR report # 2916596-2018-00370. Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events and driveline fault alarms that were captured in the submitted log file. The pump was returned assembled with the driveline severed approximately 2, 5, and 14 inches from the pump housing and the distal portion of the driveline was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Both the pump-end segment and distal end segments of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket appeared unremarkable. The clear bionate was damaged adjacent to the pump housing. Areas of shield breakdown were observed throughout the driveline. Visual examination of the pump end segment of the driveline revealed a breach in the yellow, green, and black wires adjacent to the pump housing. The underlying conductors of the yellow wire appeared to be partially fractured. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the metal braided shield. All the segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional areas of compromised wire insulation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented on (B)(6) 2018 with low flow alarms that were sometimes associated with ¿connect to power¿ events. System controller history interrogation performed by the hospital clinician revealed ¿driveline fault.¿ the alarms were caused by patient position changes, such as getting out of vehicle or bending over to put on shoes. The alarm would cease with system control position change. The lvad had a previously reported suspected internal short-to-shield. The patient was asymptomatic. The patient was reported as morbidly obese, but had not had a sudden weight gain in the couple of months prior. Technical services reviewed the submitted log files and confirmed motor stopped events and driveline faults while the lvad system was on battery support. This type of behavior had been linked to potential issues with the percutaneous lead. On (B)(6) 2018, the patient underwent a pump exchange to another heartmate ii due to the short to shield progressing to a short to short with pump stops. A user facility medwatch, (B)(4), was received that states: patient is a hm 2 patient implanted in (B)(6) 2016. Patient was admitted in (B)(6) 2018 for fluid overload and diabetes. It was discovered on night of (B)(6) that patient had several "pump stop" alarms. Patient was switched to ungrounded cable and batteries. Log files were sent and it was discovered that patient had an apparent short to shield. Abbott reps attempted driveline repair, but the continued short suggested an internal malfunction. Patient refused pump exchange at this time even though the risks were explained to him. On (B)(6) 2018 patient came to clinic and it was noted that the lvad had multiple pump stops. The device was interrogated and resulted in information saying the device was malfunctioning. The patient was instructed to stay for pump exchange. Patient refused and said he would come the next morning. Patient was scheduled for exchange on (B)(6) 2018, but patient reported this was not a good time for him. He was advised of the risks. Patient did finally come in for exchange and had procedure on (B)(6) 2018. Patient is so far doing well and is on stepdown unit.

Manufacturer narrative:
Section d4: correction. (B)(6), is the correct serial number for this event (the patient was exchanged from (B)(6) to (B)(6). (B)(6), was later exchanged on (B)(6) 2020, and is addressed under MFR # 2916596-2020-03674.